Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of hospitalization was 500 mg/dl. Customer also had flu and extreme pain in the lower right side of body. Customer was admitted to ICU. Hospital treated with IV insulin. Nothing further reported.